Manufacturer narrative:
Correction to h6 based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the sheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty to withdraw system with valve through esheath was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Per the complaint description, 'it was decided to remove the device, however, upon removal of the valve and commander delivery system, the team was unable to completely bring the devices completely into the esheath. The valve, delivery system, and esheath were removed as a unit with a portion of the valve outside of the tip of the esheath'. The procedural training manual instructs to 'retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip'. In this case, the sheath and delivery system were withdrawn together, however, the valve was not fully inside the sheath due to withdrawal difficulty. As patient and procedural information was not provided, a definite root cause is unable to be determined at this time. However, patient factors such as calcification and tortuosity can create challenging pathways for the delivery system to have to travel through. Tortuosity can lead to non coaxial withdrawal which may have caused the noted difficulties. In addition, the guidewire was inadvertently pulled out, the improper placement of the guidewire may have exacerbated the difficulties. Without applicable patient or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (tortuosity, calcification) and procedural factors (improper guidewire positioning, non coaxial withdrawal) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery system wire was inadvertently pulled out of the ventricle during valve alignment due to a lack of communication between the operators. Attempts were made to re-cross the valve, but attempts were unsuccessful due to a lack of proper trajectory and stiff wire support. It was decided to remove the device, however, upon removal of the valve and commander delivery system, the team was unable to completely bring the devices completely into the e-sheath. The valve, delivery system, and esheath were removed as a unit with a portion of the valve outside of the tip of the esheath. A second 29mm sapien 3 valve was prepped and successfully delivery without difficulty. Post operative angio showed a dissection of the right femoral access site. The vascular surgeon was called and performed a cut-down to patch the artery. There were no allegations or complaints made relating to any edwards device or equipment. Per report, the perceived root cause for the dissection was the valve not being fully into the initial esheath before removing the entire system. It is possible that the valve hanging outside the esheath damaged the arterial access point.

Manufacturer narrative:
Investigation is still ongoing.